Event description:
The customer was hospitalized for high blood glucose and dka. The customer was vomiting and had difficulty breathing. The cause of their admission as per md was poor control of their diabetes. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The customer also reported. Hepatitis c which interferes with their regiment. The customer prefers to be off the pump at this time. Currently customer is on manual injections.